Manufacturer narrative:
H3/h6: two used devices were received for evaluation. The bent cannula was observed during visual and functional testing. No other anomalies were observed. A free flow was observed for both returned samples during the occlusion test. Confirmed the customer complaint of line block alarms due to the bent condition of the returned cannula sample returned. Probable cause unknown.

Event description:
It was reported that pwd had been receiving multiple line block alarms with code 108-6100. There was patient involvement/no adverse event reported. Evaluation of the returned device observed the bent cannula. This lead to interruption of therapy.